Event description:
Revision surgery - due to the pt having a torn posterior cruciate ligament and the knee becoming unstable.

Manufacturer narrative:
The reason for this revision surgery was identifed as a torn pcl after 9.6 years of patient use. The products associated with this event were not returned for examination. A review of the DHR showed no ncmrs associated with this product. This is the fourth complaint for this part number, first for this lot number. There is no information reported that showed a material, design, or manufacturing problem with this product. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause for the torn pcl could not be determined with confidence.